Manufacturer narrative:
The advantage test strips are the suspect device.

Event description:
Patient reported obtaining back-to-back blood glucose results of 77 mg/dl and 139 mg/dl on the advantage system. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system: meter , advantage strip lot 522749 with expiration date 03/31/2007.